Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a fall and hit their head, after which the surgeon noted that the postauricular wound is tender to palpations and had begun to dehisce and had intermittent purulent drainage. Since january, the recipient had been treated with duricef. Upon further physical examination, wound dehiscence was observed along the anterior portion of the cochlear implant, with exposed underlying hardware. Visual inspection revealed purulence and crusting within the wound. Imaging confirmed the implant was unremarkable. Due to the lack of healing with conservative wound care, the surgeon decided to proceed with explantation. The recipient was explanted. The wound was copiously irrigated and treated with a triple antibiotic solution, then closed in multiple layers. At the time of surgery, the recipient¿s antibiotic therapy was changed from duricef to augmentin. The recipient is planned for re-implantation at a later date once the infection has resolved.

Manufacturer narrative:
Additional information: sections b.1, h.1, & h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly healing well. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. This device was explanted for medical reasons. However, this device had a short in the electrode pocket. This version of the hires ultra device is no longer distributed. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.